Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states the scooter will stop and flash for a split second, then will be able to resume driving a few seconds later. Tested the batteries which dropped to 21 volts. MDR filed.